Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, due to corrosion on endoscope connector, incompatible scope error occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error e315 during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
B3 - ni = date of event is unknown. Additional information will be provided once available.¿ the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.